Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that a cartridge alarm 1 occurred during the load sequence. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Reportedly, customer reverted to manual injections for insulin therapy.